Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead helix could not extend during placement. It was noted that the physician suspected the lead helix was turned for too many rounds and was damaged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.